Event description:
A red alert for high right ventricular pacing impedance was detected on (B)(6) 2013. This lead was implanted on (B)(6) 1999 and is still in active use. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . Additional information received (B)(6) 2013 stating that this lead was capped on the same day (B)(6) 2013. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).